Event description:
It was reported that the pt was scheduled for a vns explant. The surgery took place on (B)(6) 2011. The explanted products will not be returned to the MFR as they have been discarded. Add'l info was received from the surgeon indicating that the pt was explanted due to pain and a heart arrhythmia. Info received from the pt's cardiologist indicated that the pt's arrhythmia was not related to the vns, as the pt had a medical history of arrhythmia prior to implant. Attempts for add'l info have been unsuccessful to date.